Event description:
Imaging was performed of the driveline and the images were unremarkable. The patient underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(6) , confirmed the presence of pump thrombosis. Additionally, evaluation of the submitted log files confirmed low speed and pump stop events. Although a specific cause for the events cannot be conclusively determined through this evaluation, events captured in the log file appear consistent with a potentially compromised wire in the driveline. Vad-21167 was returned assembled with the driveline cut approximately 6¿ from the pump housing. The severed distal end portion of driveline was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned; however, the flex section had been cut in half prior to returning. The inlet elbow was not attached to the pump. The sealed outflow graft was returned detached from the outflow elbow. The graft had been severed approximately 1¿ from the hardware prior to return. The severed portion was not returned. The outflow graft bend relief was returned disconnected. The outlet elbow was returned attached to the pump. Examination of the proximal side of the outlet stator revealed a red, non-laminated thrombus situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the deposition lacked denaturation and the lack of circumferential contact marks on the outlet bearing cup suggest that the deposition was not present in the outlet stator for an extended amount of time while it was in operation. The remaining pump blood-contacting surfaces were free from any adhered depositions or thrombus formations. The deposition found in the pump could have potentially contributed to the reported elevated ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the deposition. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The silicone jacket was unremarkable. The bionate layer was unremarkable. The metal braided shield was unremarkable. Microscopic inspection of the underlying wires did not reveal any breaches in the insulation of any of the conductors. The wires on all segments of the returned driveline were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The relevant sections of the device history records for vad-21167 and driveline 23075 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1, "introduction," lists device thrombosis as an adverse event which may be associated with the use of heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR number covering the history of thrombosis 2916596-2020-05450. Related MFR covering the controller exchange 2916596-2023-06623. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient heard a one second beep while connecting to the mobile power unit (mpu). The log file captured intermittent pump speed drops and pump stops on (B)(6) 2023 through (B)(6) 2023 that occurred while using the mpu. It was later communicated that the patient had a known thrombus and elevated lactate dehydrogenase (ldh) with admissions on (B)(6)2023, (B)(6) 2023, and (B)(6) 2023 for a heparin infusion wash out. The patient's previous pump exchange was on (B)(6) 2020, and elected to not pursue a second pump exchange. The patient was on warfarin (coumadin) and started on clopidogrel (plavix) with conservative medical management and a do not resuscitate (dnr) status. The patient underwent a computed tomography (CT) scan on (B)(6) 2023 for outflow graft patency. The inflow and outflow cannulas did not show any evidence of thrombus, nor did there appear to be any significant narrowing within the lumen. Additional information was provided that the patient was admitted on (B)(6) 2023 for an up trending ldh. Log files were sent for review. It was noted that the patient was placed on their current system controller on (B)(6) 2023, and a pump stop was noted on (B)(6) 2023.